Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported difficult or delayed activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat an occluded lesion in the right axillary artery. The lesion was pre-dilated with a balloon catheter. The 5.0x100mm supera self expanding stent system (ses) was advanced to the target lesion however the stent would not detach properly during deployment, it appeared the stent did not expand however the stent was able to eventually be deployed in the target lesion. There was a delay in the procedure however there were no adverse patient effects therefore the delay is not considered clinically significant. No additional information was provided.